Event description:
Meter name: one touch ultra, strip name: one touch ultra test strips, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: "pains in the patient's body". The patient's family member reported that the patient had a heart attack and was hospitalized. Their meter allegedly was not powering on and "has not been able to get the meter to work since purchasing it". They were unable to test on the meter. The result from the hospital meter was 20mg/dl. There was no comparison between the patient's meter and the hospital's meter. Treatment was with insulin. No further info has been reported.